Event description:
Customer reported an rh discrepancy with a pt sample on the galileo. The customer stated that the pt is a known o, rh negative pt, but galileo reported the sample as o, rh positive.

Manufacturer narrative:
Review of images from the instrument showed the sample had been run before and resulted as o, rh negative but was edited by the customer on a subsequent run to read o, rh positive. The result would have been reported as "o weak pending" if the sample had never been tested on the instrument. The instrument is operating as expected. Customer reuses barcodes on a rotating basis and has been advised on multiple occasions about the risks of reusing sample barcodes. The event is the result of user error.